Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm monopolar curved scissors (mcs) instrument had an accessory fall off. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors (mcs) tip cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided images is consistent with the complaint regarding the 8mm monopolar curved scissors (mcs) instrument. There is no damage noted to the tip of the instrument. Mcs tip cover accessory is not seen in the image. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage was observed on the three areas of the mcs instrument as shown in the diagram. The tip cover did not fall off the instrument, nor did it slip down along the instrument. The tip cover did not fall into the patient and there was no damage observed on the tip cover.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken bottom chassis. The broken piece was not returned measuring roughly 0.1920¿ x 0.0155¿ in size. Components adjacent to this broken bottom chassis do not show damage. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking.